Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event.

Event description:
It was reported that during a laparoscopy assisted distal gastrectomy procedure, the clip was malformed as the jaw was misaligned. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.